Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with non allergan product.

Manufacturer narrative:
Continued e1 (initial reporter's phone number ):(B)(6). Continued e1 (healthcare facility name): (B)(6). Further information from the reporter regarding device return has been requested. No additional information is available at this time. Reason for reoperation: rupture.